Event description:
The caller reported via phone call that the customer's insulin pump alarmed failed self test multiple times. The customer also experienced high blood glucose levels of over 600 mg/dl. The customer discovered, after going to the doctor, that he was inserting the infusion set incorrectly. The insulin pump was also unable to upload properly. The customer's insulin pump failed the self test. The customer was advised that the insulin pump needed to be replaced. The customer declined troubleshooting. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed prime/compromised force sensor, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. There was no motor anomaly noted. Motor tested ok. There was an a64 alarm during self-tests. The problem was isolated to rfb. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.